Event description:
During a procedure, surgeon was using imf screws and cerclage wire to wire the pt's jaw. While inserting the screw, the screw broke. Tip of screw could not be retrieved and remains implanted in the pt. Surgeon was able to use another screw to complete procedure with no further problem. It was noted there was no harm to pt.

Manufacturer narrative:
The screw is broke at the threads just below the head. Only one full revolution of the thread remains. Visual examination is consistent with the complaint. Although there are threads present there are not enough remaining threads to measure the thread profile, major diameter and minor diameter with confidence. A niton gun was used to measure type material, passed specifications.